Event description:
It was reported that this pacemaker was found in safety mode by a local cardiologist. The patient was then sent to clinic and technical services was contacted. Technical services advised urgent replacement, and the patient was hospitalized pending a device replacement procedure. According to the local area boston scientific field representative who went to the clinic to pick up the device, the device replacement took place on (B)(6) 2024. The new device is not a boston scientific product, and it is not known which company the replacement was carried out with. The patient wanted to keep the old device and therefore it is not expected to be returned for analysis. Besides the hospitalization and intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was kept by the patient and will not be returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found in safety mode by a local cardiologist. The patient was then sent to clinic and technical services was contacted. Technical services advised urgent replacement, and the patient was hospitalized pending a device replacement procedure. According to the local area boston scientific field representative who went to the clinic to pick up the device, the device replacement took place on (B)(6) 2024. The new device is not a boston scientific product, and it is not known which company the replacement was carried out with. The patient wanted to keep the old device and therefore it is not expected to be returned for analysis. Besides the hospitalization and intervention, no additional adverse patient effects were reported.